Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a lead safety switch (lss) occurred on the right atrial (ra) lead of the pacemaker system due to low out-of-range pace impedance of less than 200 ohms. A revision procedure was scheduled. During the procedure, the ra lead was tested on the pacing system analyzer (psa) and produced the same impedance measurements. The header connections were checked and found to be secure. The physician intended to replace the ra lead; however, it was discovered that the patient was occluded and a new lead could not be placed. The pacemaker was explanted and replaced as it only had one year of battery life remaining. The ra lead was left in service and connected to the new device. The ra lead impedance measurements were 234 ohms in bipolar and 324 ohms in unipolar. The new pacemaker was therefore programmed to pace and sense in the unipolar configuration for the ra lead. Additionally, the atrial tachy response (atr) feature was extended to 128 beats per minute to prevent inappropriate mode switches from occurring. No additional adverse patient effects were reported. The patient was checked at a follow up appointment and had no symptoms.